Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45630. They instructed the patient to remove the batteries and restart the pump. The pump continued to alarm. They had the patient remove the batteries and call the clinic. The event occurred at the patient's home and was operated on by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no investigation details were provided in the service record. Install base does not show device being received for repair until 29-oct-2025, but this seems to be in relation to sr 3172914, not this service request. No information currently suggests device was received and investigated for this specific complaint record. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A downstream occlusion (dso) seal was separating from chassis was identified. Functional testing was performed. The dso seal was replaced. The device passed all functional testing after repair.